Event description:
It was reported that the user experienced hypoglycemia while using the ilet shortly after announcing a meal when already low and confirmed the low with a fingerstick; the user started ilet recently and received education to avoid meal announcements when already low. Symptoms included low blood glucose with a nadir of 59 mg/dl without loss of consciousness or need for assistance. Outcomes included transient low glucose outside of the target range for a few hours without medical intervention. Investigation included a complaint review and user interview focused on recent use, settings, insulin delivery context, and behavioral factors related to meal announcements. Investigation of this case revealed no device alarms or malfunctions and suggested a behavioral contributor, as announcing a meal while already low could have prompted additional insulin and prolonged the hypoglycemia during early adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.